Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed button error and the buttons are unresponsive. Customer's blood glucose was 7.0mmol/l. Battery was change and anomaly persisted. The buttons on the insulin pump were not pressed longer then three minutes. The device was not dropped or bumped. No further information reported.

Manufacturer narrative:
Insulin pump received with no act button response due to corroded keypad traces. No button error alarm during testing. Unable to perform displacement test due to no button response. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case on the display window corner, minor scratches on lcd window, and scratched reservoir tube window.